Manufacturer narrative:
Approximate age of device- 1 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted after reporting his pump is stopping frequently since he showered with it uncovered and exposed to water last week. Patient was asymptomatic. He reports the vad is ¿alarming¿ multiple times a day for the past week as well. I note on the history that each pump stop is associated with a driveline disconnect. Patient has intentionally disconnected his driveline in the past and reports it happened while he was cleaning the button area that releases the driveline. That happened months ago. At this time, the patient stated that the pump stops are happening spontaneously. The system controller was exchanged. The patient was asymptomatic and is doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline disconnect alarms were confirmed via the log files. The returned system controller was tested and found to function as intended. The submitted and extracted log files spanned from 03sep2018 to 01oct2018. There were multiple times in the log files when the driveline was disconnected causing low speed and low flow hazards and motor stops. The log file also revealed a no external power alarm at (B)(6) 2018 on 13:26:03. This alarm was caused by disconnecting both cables at the same time. Additional information revealed that this patient showered with the controller uncovered and has a history of disconnecting the driveline. The controller appears to have no damage and is functioning as intended. The root cause of the reported events appears to be due to patient disconnecting the driveline. No further information was provided. The manufacturer is closing the file on this event.